Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 57.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds. Conclusions: evaluation of the returned ruby coil revealed that the embolization coil had offset coil winds. If the device is forcefully retracted against resistance during re-sheathing, damage such as offset coil winds may occur. During the functional test, resistance was encountered while attempting to re-sheath the coil. The ruby coil could not be re-sheathed beyond the returned position. The offset coil winds likely contributed to the inability to re-sheath and functionally test the ruby coil. The non-penumbra microcatheter was not returned to penumbra for evaluation. Therefore, the root cause of the ruby coil not being able to be advanced through the microcatheter could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils. During the procedure, a ruby coil would not advance through a non-penumbra microcatheter; therefore, it was removed. The procedure was completed using other ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.